Manufacturer narrative:
This is a combination product. (B)(4). Foreign source: event occurred in spain. Pictures were provided. The reported event was confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the product was sterilized according to the specification. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. The root cause of the reported issue is attributed to a human error (product implanted after expiry date). A communication has been done to the customer. No further actions have been initiated as a result of the reported event investigation. The complaint is closed but could be reopened if new information is received later.

Event description:
It was reported that an expired optipac was used in surgery. The product expired on (B)(6), 2022 and was used in a surgery on (B)(6), 2022. No adverse health outcome has been reported as the result of the event.